Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, pacing failure with no capture and noise were observed. It was noted that the high thresholds, unstable and high impedance were observed as well. Because air ingress in the part retracting the helix was suspected, the lead was moved out of the patient¿s body once, and aspiration was performed, but nonetheless the same event occurred after that. The rv lead was then removed and a new lead was implanted without any issues. No patient complications have been reported as a result of this event.